Event description:
It was reported during a procedure in the left external iliac artery the balloon ruptured during the first inflation at 6-8 atm. The physician commented that the rupture was probably due to calcification. A competitor's balloon was used to complete the procedure. There was no pt injury or adverse effect. No additional info available.

Manufacturer narrative:
The device was not returned. In this case we were not able to perform a device investigation. The review of the device history record for this lot did not produce any findings that attributed to this incident. We were not able to establish a root cause based on the available info.